Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: shortly after undergoing the essure procedure, an hsg test was performed and was advised that her coils were properly placed. Concurrent conditions included acute bronchitis since (B)(6) 2016, wheezing since (B)(6) 2016 and bronchitis. Concomitant products included ethinylestradiol;norgestimate (tri-cyclen) since 2007, medroxyprogesterone acetate (depo provera) from 2010 to 2011 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), infection ("infections") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). The patient was treated with escitalopram oxalate (lexapro) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, infection, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, urinary tract infection, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown and the abdominal pain, pelvic discomfort, abdominal distension, rash and alopecia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, anxiety, depression, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, infection, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: device inside her body, during this time. Treatment received for the event pain, bleeding and uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed; on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: urinary tract infection,vaginal bleeding, quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality-safety evaluation(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: shortly after undergoing the essure procedure, an hsg test was performed and was advised that her coils were properly placed. Concurrent conditions included acute bronchitis since (B)(6) 2016, wheezing since (B)(6) 2016 and bronchitis. Concomitant products included ethinylestradiol;norgestimate (tri-cyclen) since 2007, medroxyprogesterone acetate (depo provera) from 2010 to 2011 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), alopecia ("excessive hair loss"), infection ("infections") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with escitalopram oxalate (lexapro) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, infection, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown and the abdominal pain, pelvic discomfort, abdominal distension, rash and alopecia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, anxiety, depression, dysmenorrhoea, hypersensitivity, infection, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: device inside her body, during this time. Treatment received for the event pain, bleeding and uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed; on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: urinary tract infection,vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-apr-2021: mr received: case become serious incident, essure removal surgery added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.